Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a white, hair-like foreign substance was found on the bd¿ blunt fill needle while drawing up saline. The following information was provided by the initial reporter: "contaminated sterile needle after drawing up 500mcg of fentanyl for a pca and 10 mls of normal saline, it was noted that the drawing up needle was contaminated drawing up a patient pca, fentanyl 500mg was drawn up followed by 10 ml saline, on drawing up the 2nd ampoule of saline it was noted that the drawing up needle was contaminated with a white hair like strand ( hair, string of plastic from manufacture). Both rn involved wearing theatre caps at time. The fentanyl syringe and needle were discarded. The fentanyl discard was noted in the cd book and a second ampoule removed from the cupboard."